Manufacturer narrative:
(B)(4). Date sent: 4/13/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - is the current patient status known? Unknown - was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown - was the firing sequence started but not completed? If yes: yes the surgeon said it sounded like the battery died - did the device deliver any staples? Yes it fired a few staples which is why they ended up having to resect more than expected because it had incomplete resections - if yes, were the staples formed properly? Yes they were formed - if yes, was the staple line complete? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, the surgeon used pcee45a with a green load, fired the stapler, it sounded like it was going and then it sounded like the battery died. Surgeon said that it would not open with the reverse knife button so surgeon had to use the manual override. Surgeon opened a new stapler with green reload and it did the same thing. So surgeon then opened a pcee60a and it did it again. Surgeon then opened a ech60s and it worked. The surgeon said that the tissue tore while using the manual release function and that since the stapler did end up firing a few staples and cutting that surgeon had to resect more tissue. It added an additional 30 minutes to the procedure. There was no patient consequence reported. No additional information provided.